Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and uterine leiomyoma ('uterine fibroids') in an adult female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma (seriousness criterion medically significant). In 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2018, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), rash ("rash"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), tooth disorder ("dental problem"), nausea ("nausea") and vision blurred ("blurriness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), skin disorder ("skin condition"), hypersensitivity ("allergic reaction"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain"), back pain ("lower back pain"), arthralgia ("hip pain") and pain in extremity ("down lower leg pain"). The patient was treated with surgery (uterine artery embolization). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, female sexual dysfunction, dyspareunia, abdominal pain, menorrhagia, rash, skin disorder, hypersensitivity, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, weight increased, tooth disorder, vaginal haemorrhage, nausea, uterine leiomyoma, vision blurred, uterine pain, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pain in extremity, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- menorrhagia, gen. Abnormal bleed, allergy, fatigue, hair loss, weight gain and dental problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received : events- ¿abnormal bleeding (vaginal), nausea, uterine fibroids, blurriness, uterus pain, lower back pain, hip pain, down lower leg pain", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine leiomyoma ('uterine fibroids') in an adult female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2018, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), rash ("rash"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), tooth disorder ("dental problem"), nausea ("nausea") and vision blurred ("blurriness"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), skin disorder ("skin condition"), hypersensitivity ("allergic reaction"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain"), back pain ("lower back pain"), arthralgia ("hip pain") and pain in extremity ("down lower leg pain"). The patient was treated with surgery (uterine artery embolization). Essure (ess205) treatment was not changed. At the time of the report, the uterine leiomyoma, genital haemorrhage, pelvic pain, female sexual dysfunction, dyspareunia, abdominal pain, menorrhagia, rash, skin disorder, hypersensitivity, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, weight increased, tooth disorder, vaginal haemorrhage, nausea, vision blurred, uterine pain, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pain in extremity, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- menorrhagia, gen. Abnormal bleed, allergy, fatigue, hair loss, weight gain and dental problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. Previously added event genital haemorrhage was updated to be non-serious event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.